Event description:
The customer reported that although there was a visible alarm at the central station, there was no sound.

Manufacturer narrative:
The customer reported that a vfib/tach alarm was visible at the central but no alarm sounded and the sector was not blue. Staff noted the alarm text and responded to the pt and no injury occurred. The issue was reported to the philips response center. A review of the customer statements (red alarm text message present but no blue sector and no sound) along with alarm logs shows that the alarm occurred, the red alarm sound was playing on the central, and the silence button was invoked, and there were subsequent reminder alarms occurring, (which when they occur, are associated with alarm text only, no blue sector and only a brief alarm reminder tone). The customer has stated no one silenced the alarms, however, the logs indicate that the silence button was invoked. The philips field service engineer (fse) upgraded the customer's devices to sw version e.00.42 and replaced the hard disk drive on several central/clients. We will consider that these actions were taken in order to satisfy the customer and not to resolve any problem. No further reports of the issue have occurred.